Manufacturer narrative:
1. DHR/bhr review(lot#3135087): 1)this batch of products were assembled at intima ii auto line 2 in july 2023, and packaged at r240 package line in july 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. The retained sample of the complained batch is taken for prn torque test, and the test result is within the product specifications. Please see attachment for the test report. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment alarms and removes the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use to prevent leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the complained sample has not been returned and the usage is unknown, the root cause of the prn easy to fall off cannot be determined. The plant will continue to track and monitor such defects. H3 other text : see narrative.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd ntima-ii 24gax0.75in prn slm cap was loose the following information was provided by the initial reporter: the nurse notices that the patient's indwelling needle heparin cap is easily dislodged, which may result in contamination and blood return. Secondary puncture.